Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspected device was evaluated by technical support. Found out that user fault. Blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported tf 316-blower failure in bellavista 1000 unit. The customer confirmed that there was no patient involvement associated with the reported event.